Manufacturer narrative:
Issue was inadvertently reported. This is a non reportable issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was unable to load cartridge. Reportedly there was unspecified damage to the cartridge shroud. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose was 135 mg/dl.